Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that coring was experienced with a vial-mate adapter. This occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured 06/03/2016 ¿ 06/07/2016. The device was received for evaluation attached to a drug vial and solution bag. Visual inspection revealed grey particulate matter in the vial. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. The device was disconnected from the drug vial. Visual inspection of the needle revealed the needle to be normal, without any morphology that would contribute to fragmentation. Attenuated total reflectance (atr) fourier transform infrared spectroscopy (ft-ir) revealed that both the particulate matter and control samples from the vial stopper were made of inorganic silicate-filled butyl rubber. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.